Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Maquet (B)(4) requested the product for investigation in the laboratory of the manufacturer. As stated on 2019-02-14 by the customer "all the oxygenators were throughout"; therefore, no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could not be confirmed. According to the statement of the customer from 2019-02-10 "we know it¿s the patient. We know it¿s not the oxys" and from 2019-02-14 "I threw it out as it was user error". Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Reference exemption # e2018002.

Event description:
The oxygenator was functioning appropriately. But around 07:00 the same day, the transmembrane pressures increase again from 10 mmhg to 40mmhg. We elected to keep an eye on it and made a plan if it should have fail. The pressures increased to 120mmhg. We had a discussion with the physician team for direction and the manufacturer was called. The physician team and I agreed to changing the oxygenator when the transmembrane pressure reached 150mm or the hemolysis level was 120 (plasma free) and to start weaning the patient off ECMO support. On (B)(6) 2019 17:05, we elected to changing the oxygenator due to inability to maintain ECMO blood flow and transmembrane pressures of 150mmhg. According to the initial complaint report of (B)(4) two oxy´s were involved in the incident. The first oxy will be handle in initial report (B)(4). New info received on 2019-02-10 that a third oxy is also involved. For this following incident a further complaint in sap has been opened. (B)(4).